Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-32378. It was reported the patient complained she was unable to increase the scs system's stimulation amplitude. Upon system evaluation, an impedance check noted the lead on the right had high impedance on all contacts. Reprogramming to obtain coverage was attempted using the left lead, but it was not possible. Surgical intervention was taken and the patient's scs lead was replaced. Postoperatively, the impedance issue was corrected and stimulation coverage obtained.